Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid right coronary artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, upon first inflation, it was noted that the balloon ruptured vertically around the middle within 5 seconds. The device was removed using normal method without any problem. The procedure was completed with another of same device. There were no complications reported, and the patient was in good condition post procedure.